Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) gave repeated leak in iab circuit alarms. There was no blood noted in the catheter. The patient was reported to be moving about in the bed and had a bipap mask on at 20cmh20 pressure. The augmentation setting was turned down by 2 bars, reducing the frequency of the alarm. Therapy was continued with this iabp. No patient harm, serious injury or adverse event was reported. This report is for the iabp console used in this event. The iab catheter used in this event has been reported separately in medwatch 2248146-2022-00067.

Manufacturer narrative:
Additional contact information: (B)(6). Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.